Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) stopped performing compressions with the 'realign patient' message was confirmed during the archive data review but not during the functional testing. The returned platform passed the functional testing and performed as intended. The cause for the reported complaint based on the archive data review was due to the user advisory (ua) 17 (max motor on time exceeded during active operation) error message, likely due to the stiffness of the patient's chest. During visual inspection, there was no physical damage observed on the autopulse platform. The platform passed the initial functional testing without any fault or error. There was no device malfunction observed. The brake gap inspection was performed and verified the brake gap was within the specification of (0.008" ±0. 001"). The archive shows that the platform stopped compression multiple times due to user advisory (ua) 17 error messages around the reported event date, thus confirming the customer's complaint. User advisory (ua) 17 is normally a clearable error message and is triggered when the motor was on for too long during active operation. The autopulse platform did not reach the target depth within the specification time. This normally is experienced when the patient's chest is so stiff and hard to compress. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform (sn (B)(4) ) was used on a 66 years old male patient (height - 5'6, weight - 250 lbs.). The patient had a recent hip replacement. The cardiac arrest was not witnessed. The patient was in cardiac arrest for an unknown period of time, with estimated 52 minutes from last seen before finding unconscious and not breathing. The patient was warm, and no lividity was noted upon crew arrival. The manual CPR was performed for 13 minutes by the first responder during the autopulse platform setup. The customer reported that the platform stopped after performing 4-5 compressions with the 'realign patient' message. The lifeband was readjusted and the platform re-started, however, the platform stopped again. Immediately the crew switched to zoll resqcpr system with 2 minutes of manual CPR interval. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced on the scene after consulting with medical control. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.